Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a marathon microcatheter burst/ruptured while injecting onyx les. It was noticed by user feeling not seeing onyx les flow into vessel after full volume injected, fluoroscopy confirmed onyx was coming out upstream from a rupture in the catheter. The event occurred at an animal testing lab at medtronic. The procedure was a peripheral vascular embolization procedure using onyx 34. Replaced with another catheter and resumed procedure with no harm to the animal.  Microcatheter was removed and visually inspected, a small rupture was identified, then the device was bagged and retained.

Manufacturer narrative:
Product analysis: ¿ as found condition: the marathon micro catheter was returned inside of the biohazard bag and a shipping box. The onyx was not returned as it was consumed in the event. ¿ visual inspection/damage location details: the marathon total length was measured to be ~172.5cm, the usable length was measured to be ~166.0m which is within specification and the distal floppy length was measured to be ~26.0cm which is within specification. Onyx residue was found within the marathon hub. No damages were found with the marathon distal tip, marker and body. The entire surface of the marathon micro catheter body was examined under magnification. No rupture was found on the micro catheter. ¿ testing/analysis: the marathon micro catheter was pressurized with water and water exited out from the distal tip. No leaking or rupture was found during flushing. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was not confirmed. The cause could not be determined as no rupture was found with the returned catheter. There was no non-conformance to specification identified that led to the reported issue. The lot number was not reported. Therefore, a device history record review could not be performed. However, all products are 100% inspected for damage and irregularities during manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was prepared according to the instructions for use (IFU). It was unknown if there was resistance upon injection of the liquid embolic agent into the catheter. There was continuous injection of the liquid embolic agent. The injection rate was followed as per IFU.